Event description:
The manufacturer received information alleging that a ventilation service required error had occurred during an operational check of a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 was having preventative maintenance performed at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that dirt contamination was found on the flow path when the reported issue had occurred on the device. The flow sensor was replaced per the customer's request to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue.